Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported damage. The noted damage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicated that the part broke was the left side looking anterior & down and 1/4 of the total m/l width broke off with a definitive portion of the left articular surface. The entire articular trial was retrieved and broke into 2 pieces.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 9 cr plastic articular surface was used with shims raising the thickness to a 14 mm cr tibial component . The trial articular surface broke into 2 pieces as the surgeon was struggling to insert the trial into the tray. We did not have solid trials but were able to open another size 9 trial set with little to no delay. There were no openly comments on the breakage however, the general opinion was the trial s should be solid and the articular design is too brittle and too thin to sustain the stresses of trialing with several shims as opposed to a solid size 9x14 insert.